Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device returned together with stent device and additional microcatheter. As per additional information the additional microcatheter used as replacement will be returned as well but no allegation to it. The distal and middle part of the catheter shaft were found to be kinked/bent. The catheter shaft was found to be damaged and broken/fractured 155 cm from the proximal end. The distal marker was detached. The hub was found to be intact. During the functional inspection procedural fluid was found in the catheter hub which dissolved when an attempt to flush was made. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Also additional information received indicated that the additional microcatheter returned was used as the replacement will be returned as well but no allegation to it. The microcatheter distal shaft was broken/fractured and the distal marker band was detached. The most likely cause of the broken catheter shaft was the stent was advanced with force when friction was felt causing the damage to the distal shaft. The as reported event of the catheter tip kinked/bent and catheter shaft friction as well as the as analyzed damage of the catheter shaft broken/fractured during use, the catheter shaft damaged, the catheter shaft kinked/bent and the radiopaque marker (ro) marker(s) detached/separated/not visible under fluoroscopy will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) shaft was fractured and the distal marker was detached. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.